Event description:
The customer reported that 5 patient samples reacted as false positive (1 weak to 2+) on the ortho provue analyzer while performing antibody screen tests. Erroneous results were not reported, as the results were questioned by the health professional. If the incident were to recur undetected with blood grouping tests, it may lead to erroneous results and the possible transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The fe indicated that the cavro dilutor valve might have been leaking, indicating that the component may have been damaged. Repairs have returned this instrument to expected operation. The customer indicated that repeat testing using manual gel test and the provue showed acceptable negative results with the affected samples. Gel card performed as expected. This customer has not logged any similar complaints gel cards since this incident. Based on the available information and the results of the investigation, mts cannot rule out the provue analyzer as a contributing factor.